Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a skin reaction that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The patient described the reaction as irritated, red, bumpy and dry. Reaction was located on the left, abdomen area. Patient's brother, who has residency and is studying to be a doctor, suggested that the patient use cortisone 2% cream she already had. Cortisone cream was prescribed for a non-dexcom related issue. Date of prescription was unknown. Patient treated the affected area with the cortisone cream. No additional event or patient information was provided.